Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a left tha on (B)(6) 2011, and was implanted with an lfit cocr femoral head and accolade tmzf hip stem. Allegedly she was sitting and felt a sudden break/crack in her left hip. She presented to her gp the following day, and was referred to the hospital, who noted a fracture to the femoral head neck. She underwent revision on (B)(6), 2023, and had significant metalosis and trunnionosis.